Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) indicating there was no issue with the patient's ins and it was functioning normally. The hcp stated that there was no action/intervention needed to resolve the issue. No further patient c omplications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had their ins replaced due to normal battery depletion, further stating that due to parkinson's, patient had high settings. It was stated that patient received a new ins on (B)(6) 2018 and on the (B)(6), they checked and noticed that it was down to 75% so they charged up their system. It was stated that they did not know if that was how quickly it was expected to deplete. It was noted there were no actions taken prior to the call. It was confirmed that patient had been recently reprogrammed/switched to a new group. It was reviewed with the caller how programmed parameters affect recharge interval. It was noted that patient did not have any previous discharged events. The caller was redirected to follow up with the health care professional (hcp) to request that they perform a recharge interval calculation at the patient's next appointment with the neurologist and explained that the hcp would need to call the manufacturer for assistance with the calculation. No patient symptoms were reported. It was stated that patient will have their post -op appointment with the surgeon on (B)(6) 2018 and they would contact the neurologist to schedule appointment to check recharge interval. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.